Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed due to the ca board having an internal short between main batt and ground, causing thermal damage along the edge of the ca board the root cause of the internal short could not be positively identified. There was no adverse event that resulted from the damaged monitor.